Manufacturer narrative:
A4 is unknown. Section d device information is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was attempted to be implanted with an impella 5.5 for mechanical circulatory support. During insertion of the sheath into the 10 mm graft, the introducer broke due to slight resistance. The customer used a backup axillary kit from another impella 5.5 box.

Event description:
An impella 5.5 was inserted via unknown artery in a 47 year old male for postcardiotomy cardiogenic shock. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. During insertion of the sheath into the 10 mm graft, the introducer broke due to slight resistance. A backup axillary kit used successfully used from another 5.5 box. After 6 days of support, the device was successfully explanted. The product damage will be conservatively reported, however no consequence to the patient and support was reported.

Manufacturer narrative:
Product complaint # (B)(4). Section b5 was updated with more details. Investigation summary: pd-any device- (separation, break): the cause of the introducer separation was reasonably foreseen misuse of the device via excessive force as the device split along its score lines with buckling noted. Device history review: this introducer batch passed all incoming inspection checks.

Manufacturer narrative:
Upon additional review of available information and previous submissions, the coding has been updated in section h. Additionally, patient ethnicity has been populated. Manufacturer's reference number: (B)(4).